Event description:
This event was reported as re-thrombosis in left atrium. No remarkable changes were found in the leaflet, there was a strict adhesion between prosthetic ring and the mitral annulus with a finding like the information of pannus. No further information was provided.